Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were going to change programs today, but when they went to unlock the controller, it brought them to the batteries screen. Patient said they went back out and came back in and it said stimulation was off. Patient service specialist asked, patient said they did not recall turning stim off, and said it had never acted like that before; pt denied letting ins battery get low enough to have stim turn off. Patient mentioned the controller was 100% and ins was 70%, but wasn't plugged into ac power during call. Pt went to menu and saw 'check position' in grayed and wondered why; agent reviewed information. Patient said they were able to turn stim back on during the call and then successfully changed programs. The troubleshooting steps that were taken on the call resolved the issue. Agent advised they have a medtronic rep interrogate ins if that issue persisted.

Event description:
Additional information was received from the patient reporting that it they didn¿t call their doctor. They stated that one of the manufacturer representatives (reps) called them back and told them how to correct the issue of stimulation turning off. The patient stated that they turned of their stimulator and turned it back on to resolve the issue of stimulation turning off. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.